Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was confirmed through imaging and testing that the paddle lead was implanted upside down. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.